Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. Review of the measurements found that the impedance has been high and out of range for approximately one year and there has also been inappropriately stored episodes due to oversensing of noise on the rv channel. During the current interrogation the rv threshold measurement varied with different positions, the highest measurement was 4.5 volts and loss of capture was seen a lead issue was suspected. A procedure occurred approximately one month later where fluorsocpy imaging was inconclusive, however the rv lead was tested on a pacing system analyzer (psa) and yielded the same high out of range pacing impedance measurements. Subsequently the lead was surgically abandoned and replaced. The ICD was electively explanted and replaced during the same procedure. No additional adverse patient effects were reported.